Event description:
A hemodialysis user facility has reported that during treatment, a blood leak occurred. The leak was visually observed and confirmed with test strips. Estimated blood loss was 300cc's. There were no pt ill effects. Sample was discarded by the user facility.